Event description:
Procedure type: laparoscopic anastomosis with double stapling technique. Patient gender: unknown. According to the reporter: six days post-operatively, the patient developed a fever and a leak was found at the intersection of the anastomosis with the double stapling technique staple line. No further details have been disclosed, but it is reported that the patient is in well current condition.